Manufacturer narrative:
The customer replaced the user interface (ui) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit powered on and off by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit powered on and off by itself. The customer requested the part number for the user interface (ui) printed circuit board assembly (pcba), power management (pm) printed circuit board assembly (pcba), and power switch overlay to order and replace. The investigation is ongoing.